Event description:
After an implantation period of 1 day it was reported that this ra lead dislodged. The lead was repositioned.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.